Event description:
On (B)(6) 2012, it was reported that the up button on th pt's infusion device is not working properly. The rubber covering the button is torn. She stated that sometimes the up button doesn't work immediately, but does a moment after pressing it. On (B)(6) 2012, the infusion device displayed e8 (power interrupt). She was not able to use any of the buttons. The pt then changed the battery in the infusion device, but it again displayed e8. The pt is now utilizing insulin injection therapy, because her backup infusion device has reached the end of its life. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.